Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of this incident, it was determined that the station had missing cubie. A technical support specialist (tss) advised the customer to contact the pharmacy to request a replacement cubie for the facility. The customer confirmed that they had already reached out to the pharmacy regarding the issue and stated that they would follow up to obtain an update. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medbank tower aux, the medication was labelled incorrectly on the cabinet. The medication labelled levofloxacin 250 mg tab in bin 03 08 actually contained levofloxacin 750 mg tab. However, there were no delays or adverse events or injuries reported based on this event.